Manufacturer narrative:
Patient weight: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Interrupt (B)(6) clinical study. It was reported the patient experienced acute diastolic congestive heart failure (chf). Three days following an ablation procedure with an intellanav mifi open-irrigated catheter, a blazer dx-20 and an intellamap orion high resolution mapping catheter, the patient went to the hospital for shortness of breath on exertion and weakness. The suspected cause was acute diastolic congestive heart failure. Lasix was added to the patient's oral medication treatment and the event resolved.